Manufacturer narrative:
Physical device was not received for analysis. Cloud data indicated that a device with a serial matching the complaint device was activated at 05:21 on (B)(6) 2026 and remained active until 05:11 on (B)(6) 2026. Review of the cloud data found several instances of insulin delivery being paused on (B)(6) 2026. The user was notified each time the suspension period was met, and the system continued to suspend insulin delivery until basal insulin delivery was resumed. The patient history buffer data confirmed that during each period of insulin suspension, the number of pulses delivered by the pod did not increase. No issues were observed in the reviewed cloud data that would prevent the ability to pause insulin delivery during operation. However, it could not be conclusively determined without user-initiated logs if any problems had occurred during operation that would have prevented the option to suspend insulin delivery during operation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.1.0operating system: 26.2hardware: iphone15.5cgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was not able to pause their insulin delivery and as a result, their blood glucose levels went low. Blood glucose value was reported to be 55 md/dl. Medical treatment was not required. The patient ate a peanut butter sandwich to treat their low blood glucose levels.